Event description:
Technical services received a call on 08/03/2012 from sales rep. The lead was implanted with poor r waves and high thresholds. Lead dislodged after case and pt had to undergo revision procedure. Rv lead was repositioned. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).